Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "alert/notification settings" was reported. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/additional information. H6: adverse event problem - correction. H7: type of remedial action - additional. H9: section 21 usc 360 report no. 3004753838-2025-212255 was reported in error. Please disregard initial reporting of the device returned to MFR and the date device returned, as the device did not return on 7/29/2025.